Manufacturer narrative:
One device was returned for evaluation. Service history review found that there was no repair history in the past. It is not a problem related to previous smith repairs. Physical condition of the device found no abnormality related to the reported event was confirmed on the product's appearance. The reported problem was not replicated as no abnormalities were found in the product's operation. The customer's reported problem, the large deviation in tidal volume, was not verified by functional and performance testing. The cause is unknown because the phenomenon does not occur again. Parapacuplus device passed all functional and performance tests.

Event description:
It was reported that there was a large deviation in the tidal volume. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.